Event description:
On (B)(6) 2022 getinge became aware of issue with gss67n steam sterilizer. As it was stated by the getinge technician there was a water leak from bottom of unit. During cleaning the water from the floor, user fell and hurt the knee. There was no need for first responders intervention however, employee has planned visit the orthopedic specialist next day to consult. We did not receive more information from customer if any medical intervention was needed after the consultation with specialist. We decided to report the issue based on the potential as such situation may lead to serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with gss67n steam sterilizer. As it was stated, the device was leaking from the bottom of the unit. During the cleaning of the water from the floor, the user fell and hurt their knee. This situation did not require a medical intervention at first. However, the employee had planned visit to the orthopedic specialist to consult and returned to work next day. The getinge technician addressed the issue of water leaking by adjustment of the drain box. It was decided to report the issue based on the potential as the scenario described could lead to serious injury or worse. With the information received, we conclude that the getinge device did not meet its specification and contributed to the event due to water overflow due to an incorrectly adjusted blow down valve. The device was not being used for patient treatment when the event took place. When reviewing reportable events for this type of issues we were able to establish that the received incident is the first one registered in getinge complaint handling systems. Fortunately, the event has not led to serious injury or worse. Based on our analysis, getinge established the most likely root cause to be related to the service issue as blow down valve was not adjusted properly. We currently do not have any information that would warrant further action towards the devices, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(4).